Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare ('fph') representative of an incident whereby the rt329 infant continuous flow breathing circuit ('the breathing circuit') set up on a (B)(6) premature infant patient receiving high flow oxygen therapy allegedly developed a leak. The hospital advised that the pt's blood oxygen saturation levels dropped from 90% to 80% and corresponding oxygen demand increased from 28% to 40%. Attending medical staff who were monitoring the ECG and pulse oximeter observed, over a half-hour period, a drop in the pt's oxygen saturation levels. Medical staff responded by immediately replacing the entire breathing circuit system. Following the replacement of the rt329 breathing circuit and switching to another set-up, the pt's condition improved with no further deterioration resulting.

Manufacturer narrative:
(B)(4). Method: immediately following the incident, a fisher & paykel healthcare ('fph') representative visited the hospital to examine the actual equipment set-up used at the time of the incident. In addition, both the fph representative and the hospital's medical technician tested the complaint device for leaks. Results: upon examining the actual equipment set-up, an open port or plug on the breathing circuit was found. When leak tested, there was no decrease in pressure to indicate a leak within the system. The breathing circuit appeared to be operating correctly once properly set up with the port closed. In addition, no visual or audible alarms on the mr850 humidifier occurred during the test period. Conclusion: no malfunction or fault was detected in respect of the actual breathing circuit. The system, when tested, also did not reveal any leaks as no pressure drops or alarms occurred. After manufacture and assembly, every breathing circuit is pressure tested for leaks. Any device which fails the post-production leak test is automatically rejected. It is most likely that the alleged leak in this instance resulted from an open pressure port when the users were setting the equipment up. Fph's user instructions specifies the following: check that all connections, caps and/or plugs are tight before use. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Set the appropriate ventilator alarms. (B)(4).